Manufacturer narrative:
UDI #: (B)(4). Breakthrough the laser machine was examined and tested at the customer location by an abbott field service specialist (fss).the fss performed a z depth calibration. The patient cone was measured at 34/5 baseline offset is -25 average flap thickness 130, hence there was no changes made. The surgery center suspect¿s patient anatomy being the cause of the vertical gas breakthrough although there were no previous corneal scars or history noted. In addition, the surgery indicated the patient was a long time contact lens wearer with a high prescription (rx). There were no changes made to the system. The field service specialist (fss) performed a checklist and verified all modes of operations. The unit meets amo specifications. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that a laser vision correction patient experienced vertical gas breakthrough (vgb) during a laser treatment. A description from the surgery center indicated at the time of the event, the technician and surgeon had not realized there was vgb occurring, hence, the eye flap was lifted. As the surgeon, realized the area was untreated, the procedure was aborted. Once the patient's visual acuity is stable, the surgeon plans on performing a surface ablation in the future. There is no loss of best corrected visual acuity (bcva) reported. The procedure will be converted to a photorefractive keratectomy (prk) procedure.